Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years, seven months, and nineteen days following the implant of this transcatheter bioprosthetic valve, the valve was explanted and replaced with a surgical valve for an unknown reason. No additional adverse patient effects were reported.